Event description:
A distributor (B) (4) reported to baxter that a customer had complained that the blue part of the transfer set connection is cracked, loose, and does not hold anymore. No injury or medical intervention was reported.

Manufacturer narrative:
(B) (4). Evaluation summary: results indicate confirmation of the reported event of the transfer set; connection is cracked, loose, and does not hold anymore. Broken occluder feet were found during evaluation. The likely root cause is the use of environmental stress cracking agents (i.e., chemical solutions in contact with the part under an applied stress). Renal quality engineering, plant manufacturing, and quality personnel will continue to monitor this product line for trends, and take corrective / preventative action as appropriate.